Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a21, failed battery test, battery out limit alarms or button or keypad anomaly alarm due to blank display. No damage/unlocked j2/lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected restart alarm, blank display and keypad anomaly on the insulin pump. The customer blood glucose level was 170 mg/dl. Customer was assisted with troubleshooting. Customer states the insulin pump display went blank immediately after insulin pump exposure to lake moisture. Customer states a constant tone was occurring. Customer stated that they pulled the battery out, put in a new battery, it counted up to 6 and gave unexpected restart, a cold reset was performed alarm but customer could not clear it, esc and act did not work, but the screen did come back. Customer stated that they got a failed battery alert followed by off or no power alert. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The device will be returned for analysis.